Event description:
The sales rep has requested service and repair due to the multiple error codes. There have been on pt consequences reported.no interuption of biopsies reported. The breast biopsy was completed successfully. The st holster is used on a fischer system.